Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, after blows, noted liner rim was cracked. The liner was removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a manufacturing record evaluation was performed for the finished device below and no non-conformances or manufacturing irregularities were identified. Product description- delta cer insert 32id x 48od. Product code- 121882748. Lot number- 4631044. Quantity manufactured: (B)(4). Date of manufacture: 02-dec-2024. Any anomalies or deviations identified in DHR: no. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: delta cer insert 32id x 48od. Product code: 121882748. Lot no: 4631044. Quantity of manufactured: (B)(4). Date of manufacturing: 02-dec-2024. Device history review: quantity manufactured: (B)(4). Date of manufacture: 02-dec-2024. Any anomalies or deviations identified in DHR: no.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h6 ( medical device problem code ) pe code updated from implant fracture intra-op: polyethylene to implant fracture intra-op: ceramic. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.